Event description:
Physician reported right side rupture. Device has been explanted, unknown if replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Photo analysis results: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: black particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Physician reported rupture on the right side. The device has been explanted, unknown if replaced.